Event description:
Indication: common variable immunodeficiency, unspecified. Unsolicited: pt reports that she keeps getting pump (serial: (B)(6) maintenance due: 11/2024) error stating air in line. Pt is nurse and has a lo of experience using curlin pumps. She checks lines and when she removes bubble the error appears again a few minutes later. Pharmacy replacing device. Device associated with event is to be returned by pt did not miss a dose, have an interruption to therapy or experience adverse event(s) due to product issue. No further info. Reported to (B)(6) by pt/caregiver.